Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device kept rebooting while performing the self test. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed preventive maintenance at the user facility. During testing, the device kept rebooting while performing the self test. The device has been identified as part of a product recall.